Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The reported symptom could not be duplicated. The device met performance specifications.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011. During the procedure, the disposable stopped working and the leds started blinking. The surgeon allowed the motor to cool down, but the problem still persisted after 30 minutes. A second disposable was tried, but the motor drive unit still would not work, so the remaining uterus was cut inside of an endo bag and removed laparoscopically. There was no extension of incisions and no unplanned dissection. The patient's cervix remained intact. There were no adverse patient consequences reported.